Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with symptoms of chronic heart failure. A chest x-ray showed that the left ventricular lead had dislodged, and while in the hospital the lead was explanted and replaced. The physician did not believe that the symptoms were caused by the dislodgement, and the patient was in stable condition.